Manufacturer narrative:
(B)(4). The insulin pump failed the displacement test (170.6 units left on status screen) and motor error alarms during rewind due to out of phase motor encoder signal. No a35 alarms noted. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted.

Event description:
Customer's husband reported that the customer had a MRI and the insulin pump was not removed. He stated that the insulin pump alarmed for a motor error. The blood glucose reading was 104 mg/dl. He was assisted in clearing the alarm. He stated that the drive support cap was normal. He stated that they were not able to rewind the insulin pump. Nothing further was reported.